Event description:
The customer reported a straight line on the monitor, with the left third of the screen running vertically, during inspection for use involving an olympus colonovideoscope. There was no patient involvement reported.

Manufacturer narrative:
This MDR was submitted during the system outage from july 22, 2026 to july 27, 2026 which may result in a delay of receipt of all of the acknowledgements.the device was returned to olympus for inspection and the reported failure was confirmed.a root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.